Manufacturer narrative:
Intraocular surgery has always been recognized to induce substantial intra-ocular pressure (iop) fluctuations, this is true for both anterior (i.e. Cataract surgery) and posterior segment (i.e. Vitrectomy) surgeries. Acute ocular hypotony is common during many intraocular surgeries. Intra-operatively, maintenance of eye pressure is a balance between infusion (irrigation) and extrusion (aspiration) with both parameters actively controlled by the surgeon and with the advent of iop control features, supported by vitrectomy/phaco machines. Hypotony (<5mmhg) is in fact fairly common in eye surgery that most eye surgeons anticipate this to occur during surgery. Surgeons have been trained to recognize and mitigate this by adjustment of the previously mentioned parameters be it manually or through the machine to adapt to what is being performed during surgery. As stated in the system operators manual: ¿the closed loop system that adjusts iop cannot replace the standard of care in judging iop intraoperatively. The surgeon must continue the common practice of informally judging the following: finger palpation on the globe, tactile feedback of the surgical instruments, retinal vessel perfusion/pulsations, and presence of corneal edema. If the surgeon believes the iop is not responding to the system settings and is dangerously high, the surgeon can do one or more of the following as they deem appropriate in this situation (with care to avoid sudden hypotony): close the infusion stopcock, pinch the infusion line, remove the infusion line. The company representative did not indicate finding anything associated with the reported event(s). A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on july 18, 2013. Based on qa assessment, the product met specifications at the time of release. With the information obtained, the root cause of the reported event(s) cannot be determined conclusively. (B)(4).

Event description:
Follow-up information provided by surgeon indicated there was an infusion issue during the irrigation/aspiration step of the phacoemulsification surgery; the aspiration was ongoing which caused ocular hypotonia (iop decrease) in patient's right eye. Event lasted fifteen (15) seconds and surgery could be completed. Event resolved with treatment, however the surgeon did not specify the treatment. Additional information was provided by a company representative. The patient had to undergo a surgery by a posterior segment surgeon. Patient vision increased to 6/10.

Manufacturer narrative:
(B)(4).

Event description:
A questionnaire was received and it was noted that the patient had an additional surgery wih a posterior segment surgeon.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that a patient had hypotonia during aspiration with viscous and a system message was displayed. The surgeon reported serious consequence for the patient. Additional information has been requested but none has been received.